Manufacturer narrative:
Product event summary- the lead was received in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4004m58 lead (B)(6) 1990; 4504m53 lead (B)(6) 1991; 5568-45 lead (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed high unstable thresholds. The lead was removed and replaced. It was also reported that while trying to laser out a second ventricular lead, the lead broke. Part of the lead was explanted. In addition, the atrial lead broke while trying to laser it out. Part of the lead was explanted. No patient complications have been reported as a result of this event.